Event description:
It was reported that the injector luer lock n35c multipack had leakage. The following information was provided by the initial reporter: it was reported that leaking from injector membrane during use. Additional information provided: team leader response: 1) q: is any leakage observed while the injector is connected to the connector? A:no, he said there was not. Q: after the membrane is removed, is there any evidence of liquid on the membrane? A: yes, there was. Q: is it possible to provide photographs? A: we have already sent them to konoike medical. Q:is it possible to obtain lot information? A: unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.